Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion,component code) and h11. Corrected fields: h6- medical device-problem code. A getinge field service engineer (fse ) able to confirm over temp alarm as it is not a logged event. Fse replaced drive manifold assembly per service escalation teams recommendation. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of a temperature alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual could not confirm the reported failure. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the biomed that the cardiosave intra-aortic balloon pump (iabp) was found with a note on it indicating that "temp keeps alarming, won't stop alarming." During weekly check. It was reported there was no patient involvement.